Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was first located in the mildly tortuous hight lateral artery and 99% target lesion located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon multiple inflation after rotablation. The device was completely removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no patient injury reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic examination of the balloon identified no tears or holes in the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon, when a pinhole leak was identified in the balloon. The pinhole leak was located over the distal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine IFU. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified multiple kinking along the hypotube. A visual and tactile examination identified no issues. The tip of the device was visually and microscopically examined, and no damage was observed. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% target lesion was first located in the mildly tortuous hight lateral artery and 99% target lesion located in the mildly tortuous and severely calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon multiple inflation after rotablation. The device was completely removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There was no patient injury reported.